Manufacturer narrative:
Method: actual device not evaluated. Although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, two (2) months. The reason for re-operation is unknown. A 26mm transcatheter valve was implanted in the mitral position with no reported complications. No additional details provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, two (2) months due to severe prosthetic mitral valve degeneration. Due to the patient's multiple medical comorbidities, she was deemed a high-risk surgical candidate and underwent transcatheter intervention with a 26mm transcatheter valve, in the mitral position. Completion tee revealed no residual regurgitation or perivalvular leak and complete relief of the stenosis. The patient was transferred to the intensive care unit in critical condition and was later discharged on post-operative day #6.